Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided the procedure got completed by reboot the system. The philips field service engineer (fse) inspected the system onsite and confirmed that there was malfunction with the lateral / longitudinal movements of the c- arm. Upon functional testing fse identified problem with the luc 2 board. The fse replaced the luc 2 board. After replacement of the luc 2 board, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. When working in any one of these configurations, motorized movements are available within the working area. If the motorized movements are unavailable because the system is outside of the working area, a guidance message will inform the user that the stand is out of range. Motorized movement will become possible again once the system is brought back into the working area as noted in the instructions for use. If the motorized stand movements become unavailable, the user can move the stand manually using the brake release handle on the side of the c-arm. Manual movements are also described in the instructions for use. Additionally, if stand longitudinal and transverse motorized movements become unavailable, patient positioning can also be achieved via table movements. Depending on the system configuration, these may be manual or motorized. Therefore, the loss of motorized longitudinal or transverse movement of the stand/c-arc is not likely to cause or contribute to a serious injury or death. This scenario is not likely to cause or contribute to death or serious injury if it were to recur.

Event description:
It has been reported to philips that the system has no movement in c-arm or l-arm. The device was in clinical use. Philips has started an investigation of the complaint.